Event description:
An x-ray incidental to dobhoff placement, indicated dobhoff tube had a break in it. Break was located in the stomach. An additional bedside x-ray was performed to confirm break. After confirmation, tube was removed successfully all in one piece. No fragments left behind in patient's stomach. Large break visualized in the removed tube, that appeared to have stemmed from a weakened area in the tube. Patient required new tube and missed out on several hours of enteral nutrition.